Event description:
It was reported that the patient presented in clinic due to ICD delivering inappropriate shock therapy. The ICD was reprogrammed. The patient will be monitored with routine follow-up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.